Event description:
It was reported that the patient could not turn on the device. The device could not be read by the clinician programmer. The patient had not charged the device in 2 or 3 months. The device had previously been in overdischarge once or possibly twice. An overdischarge was not confirmed at the time as there was no available recharger. The patient's symptoms included increased leg pain. It was noted the patient saw "a little man with letters" when she tried to use her programmer. Approximately two months later ((B)(6) 2012) it was reported that the device had its 3rd strike for an overdischarge, and the battery was depleted. The device was at end of service (eos). The patient was getting less than 50% therapy relief. The patient wanted it replaced with a primary cell. The patient was referred to another physician. No patient injury was reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7427, serial# (B)(4), implanted: (B)(6) 2005. Product type: implantable neurostimulator: product ID 399930, lot# v000869, implanted: (B)(6) 2005. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had their device replaced due to multiple over discharges. This was not considered normal batter depletion. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Final device analysis of the implatable neurostimulator (ins) revealed the following: according to the trace report obtained from the ins, the total recharge count is 99. The last recorded recharge session done while the device was implanted was dated (B)(6) 2000 due to over discharge. The device was recharged for 4 hours and 12 minutes. The battery charged from 3.805v to 4.035v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2000. The most recent recharge without the default date was recorded on (B)(6) 2009. The battery charged for 5 hours and 55 minutes from 3.76v to 4.07v.

Manufacturer narrative:
Corrected information no eval explain.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient did not have a scheduled device replacement. The patient was denied a general an esthetic due to pulmonary hypertension and refused a "local-mac" (monitored anesthesia care) route. No surgical date has been given for another attempt at a replacement.